Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the video system center had image on the monitor fades into an unfocused image, with pink coloring in middle of case. The issue is present on both monitors. Troubleshooting efforts were made and the customer swapped the cv-190 video system center and the issue persists. Customer reported that the staff was using a180 scopes, he is unsure if the 190 scope are producing the same problem. This image issue is happening with multiple scopes at different times during a procedure with no errors being reported, this is an intermittent issue. Additionally, customer was advised to check the maj-1933 and maj-1941 light source cables. Also, asked to the customer staff if the issue is present while using the 190 scopes. If only 180 scope, check the maj-1430 videoscope cable. The customer was advised to check the lamp life on the clv-190 xenon light source, and plug in a scope, move the tail from left to right and up and down while watching the monitor for fading/blurring of image. The customer called back and informed maj-1430 videoscope cable has some corrosion on it. The case was transferred to the repairs and loaners department to get a repair exchange unit. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had image on the monitor fades into an unfocused image, with pink coloring in middle of case. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6. The device history record was unable to be reviewed for this device since the serial number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was estimated that corrosion of scope cable caused the linear noise event in the image, however, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.